Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1172350; medical device expiration date: 2026-07-31; device manufacture date: 2021-06-21. Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown.

Event description:
It was reported that bd veo¿ insulin syringes with bd ultra-fine¿ needles experienced an unspecified number of cases where the hub separated from the device. The following information was provided by the initial reporter: consumer stated when he removes needle shield, needle hub will separate.

Event description:
It was reported that bd veo¿ insulin syringes with bd ultra-fine¿ needles experienced an unspecified number of cases where the hub separated from the device. The following information was provided by the initial reporter: consumer stated when he removes needle shield, needle hub will separate.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1172350. All inspections and challenges were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h10.